Event description:
Information received from the field notes that stored egms revealed noise in the atrial channel. The patient's under- lying rhythm was intrinsic. The clinician believed that the noise could be due to emi. The device will remain in ddd mode and the patient will be monitored.